Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a peritoneal dialysis (pd) transfer set. This issue occurred when attempting to disconnect from the patient line during peritoneal dialysis therapy. There was no issue with the cassette. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected with the naked eye and did not identify any abnormalities that could have contributed to the reported condition. The female connector was flushed to the main body. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.